Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead has high pacing thresholds, loss of capture but no asystole. There were no adverse patient events reported. The patient was hospitalized and this lead was capped.